Event description:
It was reported there was a significant increase of mycobacterium gordonae positive cultures in bronchoscopy patients during (B)(6) 2023 through (B)(6) 2024. The sampling and culturing was performed because of the increase of positive mycobacterium gordonae bronchoscopy cultures. Seven out of the ten positive cases occurred with one subject device. It was later reported the other three patients used a different subject device.